Event description:
The complainant reported that a patient (age and sex unknown) underwent band ligation for the treatment of esophageal varices, using a speedband multiple band ligator device. The device was positioned mid esophagus, however, the operator of the device found that the initial band was tight and could not be deployed. The ligator was replaced by a second speedband device which was used to complete the procedure successfully. The patient condition was noted as satisfactory following the completion of the procedure.

Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determined the relationship between this device and the cause for this event.